Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31july2019.

Event description:
The customer reported an error report air valve liftoff failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Event description:
The customer reported an error report air valve liftoff failure. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.

Manufacturer narrative:
MFR received date: 17oct2019. The manufacturer's technical representative reported that the user refused repair of the ventilator. The manufacturer's technical representative reported that the user found another channel for repair. The ventilator is back in service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.